Manufacturer narrative:
(B)(4). Batch # j5ge32. The device was returned for non-destructive testing. In conclusion, the device appears to have been clamped and fired over a hard object in one of the firings. This additional stress on the cartridge may have led to a flexing condition on the cartridge body allowing the drivers in the proximal end to bypass the staples during delivery. The gap between the cartridge deck and the anvil was probably affected as well. A larger gap allows for tissue movement and additional transverse loads on the staple legs causing them to potentially miss their intended pockets causing malformation. This larger gap also keeps the staples from forming completely. The hard object also kept the drivers from moving vertically in the cartridge on the distal end which would not have allowed the sled to reach its most distal position and not delivering staples. The event description cannot be confirmed with the provided pictures as there are staples present in the tissue. Staples can be seen in the tissue in both a b-form and malformed state. Unfortunately no root cause can be found based on the pictures alone as to what may have occurred in this event.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: it was mentioned that the patient had other medical co-morbidities. ¿ this information is not critical to the failure of the device or reporting. Non-identifying patient information - age, sex, weight ¿ "ahs"does not provide patient identifiers in order to ensure patient privacy. Please quantify the amount of blood loss and the amount of blood transfused. - patient required 9 units of blood. Was the force to fire higher of lower than expected? If yes, describe. Very subtle, but yes where any clips used in the vicinity of the area being stapled? No. Where any staples visible after firing? If so, please describe their shape. None seen immediately after the stapler was fired. When surgical site opened there was a lot of bleeding. We eventually fired the same stapler with a fresh reload on the renal vein and I suspect that this is where the few free staples we saw around the renal hilum when we removed the kidney came from. Did the reload cartridge move at all during firing? No. Is the device, photos or a video available? Device and photo¿s available. (Photo¿s attached). What is the current condition of the patient ¿ stable, discharged, critical ¿ please explain. Patient was in critical condition at time of report ¿ current status unavailable. Was this the first firing of device with the preloaded cartridge? Yes. It was the first firing of the device with the pre-loaded cartridge that event occurred. What is the current patient status? Patient was in critical condition at time of report ¿ current status is unavailable intra-operative photos received. This back table picture is of tissue with both b-form and malformed staples. It appears that there are tweezers possibly plucking a malformed staple from the tissue. A b-formed staple is stuck in tissue just below the tweezers. Another malformed/open staple can be seen in the middle of the tissue sample. Other staples can be seen in the shot, but their shape is not apparent due to how they are positioned in the tissue. The event description cannot be confirmed with the provided pictures as there are staples present in the tissue. Staples can be seen in the tissue in both a b-form and malformed state. Unfortunately, no root cause can be found based on the pictures alone as to what may have occurred in this event.

Event description:
It was reported by the customer that during a laparoscopic nephroureterectomy procedure to staple and cut the renal artery, the vessel was cut but no staples came out of the cartridge. This resulted in a conversion from laparoscopic to open surgery and a massive transfusion. The patient is in ICU (the patient's postop destination was always going to be the ICU due to medical comorbidities) but the outcome of this trauma to the patient is currently unclear. No further information is known at this time. No further information will be provided at this time. It is unknown if the device will be returned.